Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have waist circumference increased ("stomach size has decreased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the waist circumference increased was resolving. The reporter considered medical device removal and waist circumference increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: social media information received. Reporter information added. Event injury updated to event medical device removal. Case category updated to serious incident. New event- "stomach size has decreased" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have waist circumference decreased ("stomach size has decreased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the waist circumference decreased was resolving. The reporter considered medical device removal and waist circumference decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have waist circumference decreased ("stomach size has decreased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the waist circumference decreased was resolving. The reporter considered medical device removal and waist circumference decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request ¿waist circumference decreased " corrected. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.